Event description:
Ous MDR - during the last follow-up on (B)(6) 2013, a decrease of ventricular sensitivity from around 3 mv to around 1 mv was detected, but there were no impedance changes in the ventricle. The physician decided to extract this lead and replace it with another. V detection marks in the memory are not corresponding to r waves and decrease of v sensitivity.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. During the inspection the distal shock coil was found deformed. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. In the course of the analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.